Manufacturer narrative:
Customer reported smoke coming from a pyxis medstation es system drawer. The device was unplugged as a preventative measure and no harm was reported. The event is documented on complaint number (B)(4). A field service technician went onsite to investigate and determined that one of the drawers had a failed solenoid that caused the pyxis medstation es system to lose power. The technician replaced the half height cubie drawer solenoid, pyxis bus controller board, drawer controller board, and drawer position sensor. Device was tested, and functioned as normal. No further issues were reported.

Event description:
Customer reported smoke coming from a pyxis medstation es system drawer. The device was unplugged as a preventative measure and no harm was reported.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and started to produce smoke preventing them from accessing it. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-apr-2020 to 16-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure was due to burned solenoid. The field service engineer replaced the solenoid, pyxis bus controller board, drawer controller board, and position sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.